Event description:
The report stated that the rem (return electrode monitoring) system was not working properly. The generator allows activation of devices without rem.

Manufacturer narrative:
A follow-up report will be sent when the investigation is complete.